Manufacturer narrative:
Additional device product codes: hsb. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon performed surgery on a right reverse oblique subtrochanteric femur fracture. The surgeon implanted a 125-degree tfna nail, 80mm tfna lag screw, and two 5.0mm locking screws. The surgeon noticed that post op xray shows that the lag screw appears to be broken and about halfway in the threaded portion of one of the fenestrated holes. The original date of implantation was on (B)(6) 2019. The procedure and patient outcomes were unknown. Concomitant devices reported: 10mm/125 deg ti cann tfna 360mm/right - sterile (part number 04.037.026s, lot unknown, quantity 1), 5.0mm ti locking screw 44mm- for im nails-sterile (part number 458.944s, lot unknown, quantity 1), 5.0mm ti locking screw 42mm- for im nails-sterile (part number 458.942s, lot unknown, quantity 1). This report involves one (1) tfna fenestrated screw 80mm ¿ sterile. This is report 1 of 1 for (B)(4).